Manufacturer narrative:
Manufacturing records were reviewed. The documentation presented in the manufacturing record was found within product specifications. No deviation or non-conformance related to the customer claim was generated. No process and/or material changes were noted. There were no discrepancies or defects found during the review that were related to the complaint. Product met manufacturing release specifications. All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
It was reported that the intraocular lens (iol) was implanted on (B)(6) 2014 and repositioned on (B)(6) 2015 in the patient's left eye. The lens remains implanted. There was no adverse effect to the patient reported. No further information was provided.

Manufacturer narrative:
Patient age: unknown; the information was requested; however, it was not provided. Explant date: not applicable; intraocular lens remains implanted at the time of submitting the MDR. (B)(4) - intraocular lens repositioned in a secondary procedure. All pertinent information available to abbott medical optics at the time of this report. Placeholder.

Manufacturer narrative:
Age: (B)(6). Additional information was provided by the physician with patient age, eye measurements and post operative results. There were no surgical complications. The viscoelastic was completely removed from above and below the intraocular lens (iol). The iol fully unfolded prior to rotating the lens into final position. Healon was the ovd used for the cartridge. The manifest refraction was +.50 -.25 x 130. The uncorrected visual acuity (ucva) was 20/20-2. The best spectacle-corrected visual acuity (bscva) was 20/20. The rotation was detected at one and one half months. The post op exam was within normal limits. All pertinent information available to abbott medical optics at the time of this report has been submitted.

Event description:
Additional information was provided by the physician with patient age, eye measurements and post operative results. There were no surgical complications. The viscoelastic was completely removed from above and below the intraocular lens (iol). The iol fully unfolded prior to rotating the lens into final position. Healon was the ovd used for the cartridge. The manifest refraction was +.50 -.25 x 130. The uncorrected visual acuity (ucva) was 20/20-2. The best spectacle-corrected visual acuity (bscva) was 20/20. The rotation was detected at one and one half months. The post op exam was within normal limits.